Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #00784801300, m/l taper kinectiv neck, lot #61548982. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to head and neck corrosion.

Manufacturer narrative:
A device history records review for the related lots showed no deviations to the standard manufacturing process. These devices are used for treatment. A product history search was completed and found no similar complaints for the related lots. Review of the follow up notes found that the patient had stated that he occasionally has swelling, inflammation and numbness in his right hip. The right hip was aspirated and the fluid that came out was café-au-lait in color and was not clear and the physician states that it was an indication of corrosion. Review of the revision operative notes found that the physician stated that corrosion was seen at the head/neck junction. The returned pictures show corrosion on the inside of the femoral head. Package insert ¿femoral heads for tapered-neck femoral hip stems unipolar endoprosthesis¿ states that corrosion of metal implants is an adverse effect. This is therefore a known inherent risk of the procedure. A specific cause for the corrosion cannot be determined with the information provided.